Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set detachment from connector. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.